Manufacturer narrative:
The patient admitted that she continued to use the pump without the cartridge cap and ignored warnings emitted by the pump. This cap is a critical piece of the pump for proper functionality. The pump provided appropriate loss of prime warnings to alert the patient of the missing piece. The patient replaced the cartridge cap and has continued to use the pump with no reported subsequent events. Pump serial number is (B)(4). The complainant product (cartridge cap) does not have a serial or lot number.

Event description:
It was reported that the patient was hospitalized for diabetic ketoacidosis (dka). The patient reported that she lost the cartridge cap to the pump and continued to use the pump for two days despite multiple loss of prime warnings. She said that her blood glucose levels began to elevate during this time period. On the evening of (B)(6) 2010, she noted symptoms of hyperglycemia and went to the hospital's emergency room. She was diagnosed with dka (blood glucose 24mmol/l) and was admitted on the morning of (B)(6) 2010. She was taken off of the pump and treated with intravenous insulin. The patient stated that her reason for the call was to order a new cartridge cap. The customer support representative noted that the patient was a poor medical historian and unable to provide additional information about the event.

Manufacturer narrative:
Follow-up # 1 submitted (B)(4) 2013: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.